Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted due to a user of a dreamstation CPAP device with an allegation(s) of coughing and wheezing from usage of device. There was no report of flames, smoking, burning, melting or warping. Patient states the device smells bad, cleans the device with a washcloth and alcohol. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted due to a user of a dreamstation CPAP device with an allegation(s) of coughing and wheezing from usage of device. There was no report of flames, smoking, burning, melting or warping. Patient states the device smells bad, cleans the device with a washcloth and alcohol. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.